Manufacturer narrative:
A specific root cause could not be determined with the information provided. The affected probe holder or a picture of the holder were requested but not provided for investigation. A cracked probe holder may result in pipetting problems leading to an incorrect result. Replacing the affected probe holder resolved the problem. The issue appears to be isolated in nature; there was no indication of a systemic failure. The customer has reported no further issues.

Event description:
The customer stated that they received questionable results for approximately 298 patient samples tested for a1cx-2 tina-quant hemoglobin a1cdx gen.2 whole blood application (hba1c) on an integra 800 analyzer. All results were flagged and were not accepted by the instrument. The customer stated that they started pulling samples from the complete run and repeated samples that actually had a result on their other instrument. One patient sample was found to have an erroneous result that was reported outside of the laboratory. The sample initially resulted as 4.6 %. The customer noted that the sample was run more than once. It was repeated, resulting as 4.8 %. The 4.8 % value was reported outside of the laboratory. The sample was repeated on a different analyzer, resulting as 6.5 %. The repeat value of 6.5 % was believed to be correct and a corrected report was issued. The patient was not adversely affected. The hba1c reagent lot number was 12556801, with an expiration date of 06/30/2017. The field service representative determined that the probe holder was damaged. He replaced the probe holder. He ran a check test and this passed. All controls were found to be acceptable to the customer and the system was found to be performing within specifications.